Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("even clotting"), vaginal discharge ("discharge"), back pain ("back pain"), discomfort ("discomfort from surgery"), cough ("cough"), procedural pain ("little groggy and experiencing cramps after surgery") and somnolence ("groggy"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, back pain, discomfort, cough, procedural pain and somnolence outcome was unknown. The reporter considered back pain, cough, discomfort, menorrhagia, pelvic pain, procedural pain, somnolence and vaginal discharge to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media- lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received: additional reporter was added, insertion year and event procedural pain and somnolence were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("even clotting"), vaginal discharge ("discharge"), back pain ("back pain"), discomfort ("discomfort from surgery") and cough ("cough"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, back pain, discomfort and cough outcome was unknown. The reporter considered back pain, cough, discomfort, menorrhagia, pelvic pain and vaginal discharge to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.